Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8,h2, h3,h4, h6, h11. The customer contacted olympus technical assistance support (technical assistance center) to informed of the event. It was advised to switch to the 3g port, and there the signal was shown, but in picture out picture (pop) mode on the side of the monitor. The customer was instructed to turn off the picture out picture mode by pressing the corresponding button and then switching the serial digital interface (sdi) cable back to 12g sdi input 2. After doing this, the customer also asked to confirm that the ¿output format¿ under system setup was changed from standard-definition television (sdtv) to high-definition television (hdtv) and saved. The device will not be returned to olympus for evaluation. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error message was related with connection and system setup that customer informed him throughout the call. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had the monitor not getting a video signal. There were no reports of patient harm.